Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the procedure the concerto coil did not detach in the blood vessel. The device was replaced, and the procedure was completed without issue. The patient status was noted to be alive with injury and in stable condition.